Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported unacceptable measurements. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this endocardial lead exhibited poor numbers just right after pocket closure. The physician then performed another surgical procedure on the same day and reopened the pocket and tried to reposition this endocardial lead multiple times but was unsuccessful. This endocardial lead was explanted and a new lead was implanted. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).